Manufacturer narrative:
No response has been received from customer in regards to repair and status of iabp. If any information is received, the complaint will be reopened and updated accordingly and a follow up report will be submitted. Analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/3221) the overall 24 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. Patient height 192cm. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) began alarming "maintenance required code #1 and #2" with respect to an autofill failure. It was also reported that the pump was switched out and taken to the customer's biomedical. No patient harm, serious injury or adverse event was reported.